Event description:
Return device analysis revealed that the device was returned with the stent dislodged and the stent was not returned. Additional reported information indicates that the stent dislodged outside of the anatomy during removal of the stent delivery system.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak or rupture was not confirmed. The reported stent dislodgment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during inflation of the 2.75x28 rx multi-link 8 stent delivery system balloon in the left anterior descending artery, leaking was noted. A new 2.75x28 multi-link 8 stent system was used successfully to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.